Manufacturer narrative:
Unique device identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 10 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that during a clinic visit, a pump stoppage occurred when the patient¿s vad system was connected to a power module. The pump restarted when the system was connected to batteries. The patient was reported to be asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log and observed 5 pump stoppage and 10 low speed operations, which only appeared to have occurred while the lvad was connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. X-rays images submitted for review were unremarkable. On 12feb2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) repair. Seventeen inches of the external driveline was replaced. A phase interrupter test indicated that the black wire was broken. Post-replacement, there were no issues after the patient¿s vad system was connected to a power module using a normal patient cable. No additional information was provided.

Manufacturer narrative:
The evaluation of the replaced portion of the percutaneous lead confirmed an issue that could have contributed to the reported pump stoppage events, which were confirmed through the evaluation of the submitted system controller log file. The submitted system controller log file contains approximately 8.5 days of data beginning at the timestamp 122 days, 11 hours, 54 minutes. Between the timestamps 130 days, 14 hours, 23 minutes and 130 days, 14 hours, 24 minutes, several pump stops and low speed advisory/hazard events were observed while the system controller was connected to a power module. Power elevations were observed during these events, reaching values up to 18.1 w. Low flow hazards were also observed during these events, corresponding with the estimated flow reaching values below the low flow threshold of 2.5 lpm. Based on previous complaint history, the observed events appear consistent with a potential percutaneous lead issue. A distal end percutaneous lead repair was performed on 12feb2018 and the replaced portion of the lead was returned in a segment measuring approximately 18 inches. The outer layers of the lead were severed approximately 12.5 inches from the metal connector, and rescue tape was observed from approximately 2 inches through 12.5¿ inches from the metal connector. Metal braided shield breakdown was observed along the length of the percutaneous lead segment. Visual inspection of the underlying wires revealed that the black wire was fractured adjacent to the metal connector, exposing the inner conductors. The damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of the black wire made contact with the metal braided shield while the patient was connected to a tethered power source such as the power module, this could have resulted in the pump stops and low speed advisory/hazard events observed in the submitted log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.